Event description:
An aus device was implanted on 7/25/84. On 1/12/96 the balloon was revised and another cuff implanted. On 4/17/96 a cuff and pump were revised. On 11/27/96 the balloon and a cuff were removed from the pt due to not functioning properly.